Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Patient or user harm: no case description: tech called in for part # for 8100 unit serial # (B)(4). Failure device type: failure problem type: failure mode: case resolution: tech called in for part number for 8100 unit calibration kit for rate & pressure test, also tech had question on both pressure sensor that the fail at lease one or per week, ask customer are they purchase sensor from yes they are. So gave tech some information on test he can run on 8100 unit before replace and if they can its good to replace at the same if they can. Tech thank me for my assist. Ref: (B)(4).